Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. Customer performed a pump reset to resolve the issue. There was no reported impact to customer's blood glucose.